Event description:
It was reported that an altitude alarm occurred. There was no adverse impact to the customer¿s blood glucose level. The customer planned to use manual injections as a backup therapy to ensure continuous insulin delivery, and tandem technical support arranged for a replacement pump to be sent.